Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber broke after 2 joules and 1 second of use. A second fiber was utilized to complete the procedure. No patient clinical consequences reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber tip does not exhibit signs of usage. The fiber is broken within the white tubing at 3 feet and 4 inches from input connector, between the connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. Based on the device analysis, the probable root cause of the failure is: excessive bending. An evaluation conclusion code of operational context was assigned to this investigation.